Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. There was pacing inhibition of greater than two seconds observed. The patient was brought in for testing in which the noise and oversensing was reproducible with isometrics testing. The rv sensitivity was reprogrammed at that time. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.